Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci sp system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. This event captures the reported serious injury complications. Please see section h10 for the related manufacturer report numbers for the death reported in the same article. Section a: patient age: reflects the study mean age in yrs. Article reports that the mean age of the population was 60.2 ± 11.3 years. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was (B)(6) 2025. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Citation: choi, y. J., jeon, s. M., yu, s., jo, h., kim, d., & yu, y. (2025). Initial experience of robotic-assisted pancreaticoduodenectomy using the da vinci sp system. Surgical endoscopy, 39(6), 4017¿4025. Https://doi.org/10.1007/s00464-025-11695-4.

Event description:
A review of an article was conducted, which aimed to evaluate the initial experience and feasibility of robotic-assisted pylorus-preserving pancreaticoduodenectomy procedures (pppd) using the da vinci sp system versus the da vinci xi system. The study was a retrospective case series analyzing 14 patients undergoing pppd from december 2021 and september 2023. A total of 2 patients experienced complications, including grade b postoperative pancreatic fistula and one bile leak. There was no report or indication in the article of any da vinci sp system malfunctions. Multiple attempts to obtain additional information from the corresponding author were made; however, no response has been received.